Event description:
#Medwatcher #(B)(4). Extreme cramping ( so bad I cant get out of bed at times, point it makes me break out in a cold sweat and sick to my stomach at times), heavy bleed( lasting up to 3 weeks), headaches daily, weight gain ( since I got the device I have gain 30lbs), bloating in the stomach area.